Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump additional text: dysfunction with inflow obstruction specific component(s) involved: inflow graft malfunction/malposition additional text: surgical elevation of inflow cannula anteriorly and inflow elbow inferiorly, reposition other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): other interventions, specify other intervention : surgical revision of inflow cannula implant device type: lvad malfunction device type: